Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a metallic device consisting of several spring like structures and wires which are embedded into the myometrial wall and extend into the area of the left ovary and fallopian tube') in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure insertion with thermachoice iii ablation". The patient's concurrent conditions included pelvic pain, dysmenorrhea, menorrhagia, pelvic adhesions and adhesiolysis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus with right and left fallopian tubes and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy: unremarkable cervix. Inactive endometrium showing areas of scarring. Unremarkable myometrium. Right fallopian tube showing an adjacent paratubal cyst; unremarkable left fallopian tube. Left ovary showing no significant pathologic change. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received. Reporter, concomitant condition and lab data and lot number were added. Event medical device monitoring error was added. Device dislocation was updated to device embedded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrations') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a metallic device consisting of several spring like structures and wires which are embedded into the myometrial wall and extend into the area of the left ovary and fallopian tube') in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure insertion with thermachoice iii ablation ". The patient's concurrent conditions included pelvic pain, dysmenorrhea, menorrhagia, pelvic adhesions and adhesiolysis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus with right and left fallopian tubes and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy: unremarkable cervix. Inactive endometrium showing areas of scarring. Unremarkable myometrium. Right fallopian tube showing an adjacent paratubal cyst; unremarkable left fallopian tube. Left ovary showing no significant pathologic change. Lot number: c91773 manufacturing date: 2014-08-07 expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrations') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.